Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had battery life diminished down to 2 and half to 3 days also insulin pump rejected new batteries and display goes dim even when battery was not low. Insulin pump gives random insulin blocked alarms and the center button had to pressed 2 to 3 times to work and insulin pump take longer to rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.